Event description:
Customer states: during use on a patient at nicu in hospital, a nurse confirmed the air leakage from pilot balloon. Customer confirmed no harm to patient and pretest of the device was performed. On (B)(6) 2013, covidien sales representative provided the following information "the patient was a disabled patient could not help but keep touching pilot balloon during use. The customer considers this to be the cause of the tear on the balloon."

Manufacturer narrative:
The sample is expected to be returned for analysis. See scanned page.